Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported the atw35 misfired on the third firing. Another atw35 was opened and used to complete the procedure without difficulty. There was no consequence to the pt.